Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiration date. Initial reporter state: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a ureteral stent placement procedure in the ureter. The event date was not reported. According to the complainant, 3 months after placement of the tria ureteral stent, a planned stent replacement was performed. During the procedure, when the physician attempted to remove the stent, the physician experienced difficulty in removing the stent. The coil could not be deployed, key-like shape, in the renal side stent tip, and could not be removed. A guidewire was inserted from bladder side and carefully removed the stent in that coiled situation successfully. It was unknown if another stent was implanted after the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6)2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiration date. Block e1: initial reporter state: aomori prefecture block h6: device code 1528 captures the reportable event of stent difficult to remove. Block h10: the returned tria ureteral stent was analyzed, and a visual evaluation noted that the stent looks in good condition. The returned stent was received with surface blackened at the proximal and distal section. A functional evaluation noted, a mandrel 0.035 inches was inserted through the catheter and not resistance was met during its advancing. No other issues with the device were noted. The reported event was confirmed. Tria discoloration mechanism test report. Ver a. The stent discoloration is caused by a reaction of sulfide in urine with bismuth bicarbonate in the stent to produce bismuth sulfide; moreover, it is associated with decreasing ph and does not increase caox encrustation or bacterial adhesion/colonization, and also it is important to mention that the stent discoloration is cosmetic and does not increase stent-associated complications. As a conclusion the testing, the mechanism for discoloration is confirmed to be the reaction of sulfur present in patient urine with the bismuth subcarbonate (radiopacifier) of the tria device to produce bismuth sulfide. The discoloration is cosmetic in nature with no associated patient harms. Therefore, adverse event related to patient condition is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used during a ureteral stent placement procedure in the ureter. The event date was not reported. According to the complainant, 3 months after placement of the tria ureteral stent, a planned stent replacement was performed. During the procedure, when the physician attempted to remove the stent, the physician experienced difficulty in removing the stent. The coil could not be deployed, key-like shape, in the renal side stent tip, and could not be removed. A guidewire was inserted from bladder side and carefully removed the stent in that coiled situation successfully. It was unknown if another stent was implanted after the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event.